Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date.one device was returned for evaluation. Visual inspection revealed a scratched lcd lens, broken battery door, and bubbled downstream occlusion (dso) seal. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated; the device failed accuracy testing. The root cause of the reported issue was an out of specification expulsor. The expulsor was replaced. The product?s history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that during testing of the device, a failed accuracy test occurred. There was no patient involvement.